Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose due to a button error alarm on the insulin pump. The customer explained that he had fallen asleep with the plunger in the reservoir that he had been using to deliver insulin after the alarm occurred. The customer's blood glucose was 167 mg/dl. The customer treated his low blood glucose with glucose tablets. The customer also explained that he was hospitalized on (B)(6) 2015 due to low blood glucose and the previously stated events. The customer's blood glucose was 22 mg/dl at the time of admission. The customer had accidentally given himself 80 units of insulin because he had rolled over on the plunger when he fell asleep. Nothing further reported.